Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false atrial fibrillation (af) episodes due to post-sensed t-wave oversensing were observed. No change was made. The physician opted to continue to monitor the patient. No patient consequences were noted.